Event description:
It was reported that the atrial lead had a history of noise. The lead was explanted and replaced during a device upgrade procedure. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.